Event description:
It was reported that the patient presented to the emergency room (ER) due to right ventricular (rv) lead dislodgement. The lead was repositioned and remains in use. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.